Event description:
It was reported that this right atrial (ra) lead had perforated the heart wall. The patient was successfully treated and the lead was explanted. No additional adverse patient effects were reported.